Event description:
The lay user/patient contacted lifescan (lfs) in early 2009 and alleged that a one touch ultra2 meter was giving inaccurate erratic readings. This complaint is being classified based on the available information, as the patient could not be contacted back by lfs. The patient indicated that the alleged issue started the same day at around 10:00 am. She stated she had tested her blood sugar the same day in the morning and received blood sugar reading of 210 mg/dl and 329 mg/dl on the alleged meter, performed within 10 minutes of each other. Based on the statistical methodology, the calculated difference between the compared results exceeds the expected value of less than 20%. The patient mentioned about feeling "dizzy" sometime after the alleged issue. She mentioned about administering "IV glucose" to herself to treat her symptom at around 8:30 pm. She tested her blood sugar at around 8:34 pm and received blood sugar readings of 82 mg/dl and 94 mg/dl on the alleged meter. Her blood sugar was not tested on another device at the time of concern. It is unknown what kind of blood sugar readings had she received and how much insulin had she taken prior to experiencing the alleged symptom. The customer service agent (csa) verified that the patient was using correct technique to test and to clean the puncture area, she was reading the meter right side up, the sample was collected from an approved source, and the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported, as the patient allegedly administered "IV glucose" to treat her symptoms sometime after the alleged issue started. It is unknown what kind of blood sugar readings had she received and how much insulin had she taken prior to experiencing the alleged symptom. Diabetes care management: insulin - self-adjuster. Tests blood sugar 4+ times per day.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.